Event description:
Determined to be reportable based on analysis approved on 3/26/2008. It was reported that during preparation for a percutaneous coronary interventional procedure, two devices became stuck together outside of the patient. The patient presented with an acute myocardial infarction. During preparation the rotalink advancer and the floppy rotawire were found to be stuck together, so the physician completed the procedure successfully with another of the same devices. Returned product analysis revealed a wire fracture.

Manufacturer narrative:
The guide wire was received with a fracture distal tip and a missing ball weld. The core wire and the spring tip were fractured. The proximal solder joint was also missing, which is an indication that the spring tip was in contact with the burr. The proximal segment of the fracture was submitted to the analytical lab for fracture analysis. The scanning electron microscope (sem) analysis concluded the fracture was caused by a "torsional type overload" . No material anomalies were noted. Additional evidence of the mishandling is the several kinks found along the wire. An energy dispersive x-ray spectroscopy (eds) wsa performed to detect the presence of cooper (cu) or zinc (zn), which can be associated with repeated contact between the burr and the guidewire. The eds did not conclude cooper and/or zinc were present at the proximal solder joint site. This is an expected result since only a slight contact between the solder and the burr can completely remove the solder. The eds determined however the presence of tin (sn) which indicates the solder was present at the required location. Device history records review showed no anomalies related to the complaint. All records indicate that the product was finally inspection tested at the miami facility and determine to be acceptable. The root cause was determined to user related as a consequence of interaction of the spring tip with the burr. The failure is associated with advancing the burr distally to close to the spring tip. The device's instructions for use (IFU) under precautions and warnings recommended "never advance the rotating burr to the point of contact with the guide wire spring tip, as this may result in distal detachment and embolization of the tip".